Event description:
It was reported that the atrial lead exhibited noise and false mode switch episodes in 2009. The lead was explanted and replaced at approximately 2 months later.

Manufacturer narrative:
Final analysis found the proximal insulation was abraded at 8 cm from the connector pin, as a result of friction to the implantable cardioverter defibrillator (ICD) can. The sensing coil was exposed in the same area. If the exposed metal of the sensing coil comes in contact with the ICD can, noise may occur. The lead exhibited normal electrical characteristics.